Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during urological procedure, the device had inadequate seal. Regrasp alert unknown. There was end tone heard and evidence of energy delivery. Sealing attempt on the lumbar vein (2mm) failed and led to bleeding after the procedure. Hence, bleeding was stopped with suture. There was temporary injury.